Event description:
The hearing aid dispenser stated that the hearing aid user developed an infection in the ear the hearing aid is worn. The user saw a physician who prescribed medications to cure the infection. The physician told the user not to wear the hearing aid for 6 weeks. The user waited 6 weeks and then began wearing the aid again.